Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had sensor errors and transmitter that would not blink while connected to the sensor. Customer's blood glucose level was 400 mg/dl. Customer has called more than once regarding the minilink not blinking when connected to the sensor. Customer has had the transmitter issue with 3 different sensors. Customer performed the test plug procedure and the device passed. Sensor and transmitter will need to be replaced. Customer was advised that the minilink is functioning correctly. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.